Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced both hyperglycemia and subsequent hypoglycemia while using the ilet with a steel cannula (6 mm), questioned continued insulin delivery during low glucose, and reviewed data with an agent showing automated suspensions and small basal deliveries consistent with algorithm function. Symptoms included hypoglycemia to 47¿51 mg/dl with patient-reported irritation, and hyperglycemia up to 271 mg/dl. Outcomes included self-treatment with glucose tablets, no need for assistance, no medical intervention, no hospitalization, and glucose trending back into range by the end of the call. Investigation included review of device data and user report, education on algorithm behavior, and recommendation to discuss insulin needs and lifestyle with a healthcare provider. Investigation of this case revealed device automation suspended insulin multiple times and delivered small basal amounts as glucose returned toward range, with no alerts for prolonged hyperglycemia and appropriate low alerts, indicating no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.